Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had drive/motor anomaly and history anomaly. Customer's blood glucose at time of incident was 170 mg/dl. Customer's mother reported that when she set temp basal, is not save in the pump. Customer's mother stated the motor worked too loudly. Customer doesn't want to replace a pump but she asked for oow letter and agreed to send it.